Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and battery failed alarm. Customer stated that insulin pump had battery cap and metal piece was confirmed to intact. Customer stated that they not able to turn insulin pump back on after it needed battery change. Customer stated that display was not less than 30 second and not returned. Insert battery alarm does not display on insulin pump's screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.